Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional information from importer report: the pt's attorney has alleged a deficiency against the device. Additional information has been requested but not yet received. Associated MDR# 1018233-2012-01765 and 1018233-2012-01768.

Manufacturer narrative:
Additional information from importer report: date of this report: (B)(6) 2012, brand name: uretex to2 urethral support system, catalog #485054, (B)(6). (B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex".